Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a type a distal dissection occurred in 2008, during a procedure in the proximal rca after implantation of the first study stent. The dissection resolved with implantation of another study stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the IFU, is a known adverse event associated with stenting and is not necessarily an indication of a product issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents..)." A conclusive root cause for the patient effect, and the relationship to the device, if any, cannot be determined.